Event description:
As reported by the study, approx 13 months after the index procedure, the pt's plavix was discontinued due to bleeding and for a colonoscopy. Two days later, the pt experienced a non q-wave myocardial infarction (mi) related to the target vessell. Cardiac enzymes were elevated. There was also evidence of stent thrombosis.

Manufacturer narrative:
This pt presented to cardiac catheterization unstable angina and positive stress test; 1-vessel disease was found. Pre-procedure medications included clopidogrel 75mg/day, statins and beta-blockers. Intra-procedure medications included aspirin 250 milligrams (mg) and unfractionated heparin. Pre-procedure cardiac enzymes were not available. Pci was performed on a 95% de novo lesion in the proximal rca of 14mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was characterized as ostial, an irregular contour, little to no calcification present and thrombus absent. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atm before a 3.0x18mm cypher select stent was deployed at 16mm with sub-optimal results. Post-dilatation was conducted with a 3.0x10mm balloon at 26 atm because the stent was not fully expanded. At the end of the procedure, there was bleeding at the puncture site that was classified as a hematoma. It required a 2 day hospitalization with no blood transfusion, surgery or antiplatelet treatment. This was classified as unrelated to the study device and highly probably related to the study procedure. Post-procedure medications included aspirin for 3 months, permanent clopidogrel and statins. Post-procedure ck cardiac enzymes were within normal limits. The pt was discharged in 2006. On the following month, telephone contact was made with the pt who was asymptomatic and no adverse events were reported. All medications remained the same. Unscheduled contact was made with the pt one month later. The pt was asymptomatic and no adverse events were reported. All medications remained the same. On approx four months later, another follow-up was made with the pt at the 6 month interval. The patient remained asymptomatic. Aspirin was discontinued aspirin due to intolerance/allergy. No adverse events were reported. Medications included clopidogrel and statins. Telephone follow-up was made with the pt on original month at the 1 year interval who continued to remain asymptomatic. Aspirin was still discontinued. No adverse events were reported. Medications included clopidogrel and statin, the pt had bleeding. Hemoglobin dropped from 145 g/l to 95 in 48 hours. Plavix was discontinued on the same day. In addition, an "other" event was also documented for this day as "sigmoid perforation after colonoscopy." It was further noted "colonoscopy (for) bleeding and plavix and mi (probable stent thrombosis)." This bleeding event was classified as unrelated to the device and the procedure. Two days later, on the following month, the pt had an inferior wall non q-wave mi that was target vessel related. Ck was 4 times above upper normal limits, ck-mb was 3 times above upper normal limits and troponin t was greater than or equal to 5 times above upper normal limits. There was likely evidence of stent thrombosis. It did not require repeat pci or coronary artery bypass graft. It was further noted that the pt had "chest pain and ck and small st elevation in inferior leads. No new q waves (q waves already present at the time of index procedure)." This was classified as highly probably related to the device and unrelated to the procedure. In addition, a very late thrombosis was documented for this day. The segment was the proximal rca. The diagnosis was based on chest pain, ECG and biological markers. Aspirin was ongoing to the time of the event. Plavix had been discontinued two days previously due to bleeding. The patient was never prescribed ticlopidine due to bleeding and bowel cancer. The stent thrombosis was believed to have caused the myocardial infarction. There was no repeat pci. This was classified as highly probably related to the device and unrelated to the procedure. In 2007, the pt had a laparotomy (laparoscopy) for peritoneal carcinomatosis with hepatic metastases and sigmoid resection. This was classified as unrelated to the device and the procedure. On four and a half months later, the pt died due to cancer related cachexia. This was considered a non-cardiac death. There was no evidence of an mi and an autopsy was not performed. The pt was reported to have died at home with intensive nursing. There was no acute clinical event suggesting a cardiac death. This event was classified as unrelated to the study device and procedure. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received, will be submitted within 30 days upon receipt.